Manufacturer narrative:
Film evaluation summary: the reported endoleak was confirmed from the films provided; however, the exact cause and type of the endoleak could not be determined. Angiograms (including endoleak interrogation) could allow for a more comprehensive determination of the endoleak subtype, source/cause. Analysis of the returned CT did not reveal any obvious out of specification stent graft integrity issues. There was adequate seal both proximally and distally so a type ia or ib is unlikely and a type iiia junctional endoleak also seems less likely as there appeared to be sufficient component overlap. It is considered most likely that a type ii endoleak, possibly from the ima, may have been contributing to the observed contrast blush. A type iiib endoleak also cannot be fully ruled out with a possibility that calcification in the aneurysm sac may have contributed to fabric abrasion of the graft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant iis bifurcate stent graft was implanted in the endovascular treatment of a 69mm abdominal aneurysm on the (B)(6) 2021. It was reported that a possible type iii endoleak has been observed on a follow up CT scan carried out on the (B)(6) 2021. The physician expressed concern with a blush of contrast identified outside the body of the bifurcated device. The patient had been scanned 5 times post implant and the physician deemed the event not an urgent situation based on sizing from previous scans. The patient had had a fever and elevated white blood cell count post implant and had been treated with antibiotics for a presumed graft infection which resolved during that timeframe. As per the physician the cause of the infection was not believed to be post implant syndrome. The contrast just proximal to the flow divider is awaiting review and pending confirmation of endoleak type. No additional sequelae were reported and the patient will be monitored.